Event description:
The following has been reported to hamilton medical ag on apr 09th 2024. According to the reporter, on (B)(6) 2024, during start up/booting, a hamilton t1 (sn (B)(6)) failed self test during boot sequence and displayed technical fault tf 281002. Ventialtion cannot start. As an immediate action, esm board isreplaced. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.